Event description:
Health professional reported an alleged event of "port explanted due to pain at port site, port was mobile and twisted under skin." Health professional has declined to provide additional information.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(4) 2012. Allergan has received the product, however, the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: "caution: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than (B)(4) of subjects included: abdominal pain, chest pain, incision pain and port site pain."